Manufacturer narrative:
Additional information: d4, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff repair surgery the needle stopped firing the suture through the tissue. Upon inspection the staff noticed that the needle had snapped at the tip. The needle tip could not be located. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device ( s&n first pass). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.